Event description:
An implant card was received for a patient's full revision surgery due to high impedance. No device return is expected as the hospital was listed as a no return site per hospital protocol. No device was received to date. No additional, relevant information was received to date.

Event description:
It was reported that high impedance with low output current was observed on a patient's device. The patient was referred for lead revision. No known surgery has occurred to date. No additional, relevant information was received to date.